Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the lithium backup battery loaded voltage for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, stained serial number label, faded serial number label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.